Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked in the strain relief approximately 1.0 cm from the hub, fractured in the proximal shaft approximately 36.0 cm from the hub, and kinked in the proximal shaft approximately 73.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that when removed from the packaging, the 5max ace was kinked in the strain relief. Evaluation of the returned device revealed it was kinked and fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging hoop at an angle, the strain relief may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was found kinked and was not used. The procedure successfully continued using a new ace catheter.